Event description:
It was reported via repair work order that there was intermittent function to the footboard due to misaligned footboard connector pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.